Event description:
Device issue: failure to deploy thumb advancer. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, during thumb advancer deployment, resistance was felt and exchange sheath splitting could not be completed during the access ports and safety release button. The device was removed. Manual compression was applied to achieve hemostasis. There were no reported adverse pt effects. No additional info was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Review of the device lot history record did not produce any findings relevant to this report.